Event description:
The device was used during a laparoscopic nissen fundoplication. It was reported the blade tip of the lcs16 broke off upon assembly. 9/6/96 it was reported another device was opened to complete the procedure.